Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 10/19/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 10/22/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Additionally, the patient is using the device while pregnant. The dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.